Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by "severe belly pain". The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. It was reported that the patient was temporarily switched to hemodialysis. No additional information is available.